Event description:
Auth said the pw is not suctioning. Was unable to troubleshoot. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with male wicks)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw is not suctioning. Was unable to troubleshoot. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with male wicks).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: initial setup: 3. Place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick urine collection system power cord into device outlet (b) and into an ac power outlet. Note: the device should be positioned for easy access to the ac inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. 7. Turn on the purewick urine collection system by pressing the on or off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. 8. Connect the other end of the collector tubing securely to a purewick external catheter (I). The system is now ready for use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.